Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during device evaluation, the duodenovideoscope exhibited foreign material at the nozzle and the air/water tube. However, it was determined that no foreign material was observed. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. H3: was erroneously selected as yes. Please disregard.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenovideoscope exhibited foreign material at the nozzle and the air/water tube. There were no reports of patient involvement.